Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm occurred during testing. The following physical damage was also noted: minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, cracked reservoir tube lip, and a cracked lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error and the buttons became unresponsive; the customer changed the batteries but the alarm persisted. The patient's blood glucose at the time of incident was 110 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.